Manufacturer narrative:
Technician located the bed in bed shop. Found head section all the way down and will not go up. Cause: head up valve was stuck. Replaced the valve to resolve this issue.

Event description:
Complaint alleged that the head section will not go up. No injury reported.